Event description:
It was reported to philips that the system was unable to complete the boot sequence. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.